Event description:
During the ebus (endobronchial ultrasound) procedure, the ebus balloon detached from the fuji ebus bronchoscope and was found to be in the patient's airway. Immediate intervention was required to retrieve the balloon with a forceps. Successful retrieval was done. No harm noted to the patient.